Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the right ventricular (rv) lead exhibited high pacing impedance and high capture threshold. The rv lead was capped and replaced on (B)(6) 2026. No patient consequences were reported and the patient was recovering.